Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report will be submitted once the investigation has been completed.

Event description:
The biomed reported that the pump was infusing at the wrong rate. The biomed tested the pump and found the rate accuracy off, but was unable to re-calibrate it. No incident report was completed. There was no report of pt harm or medial intervention. The customer stated that no further pt or event info was available.